Event description:
The physician observed and reported a 14 mm inaccuracy in the registration phase that did not allow continuing to the navigation phase and therefore, the procedure was aborted using the superdimension system. There was no harm or injury to the pt reported.

Manufacturer narrative:
An on-site visit was performed on (B)(6) 2009, and it was discovered that the site was using a mattress that was anti-static and contained conductive material which is not compatible with the superdimension system. Labeling states the following: "significant changes to the configuration of the bronchoscopy suite, including introduction of new metallic equipment or movement of existing metallic equipment can affect the accuracy of the system. Contact superdimension customer service to schedule a recalibration of the instrument prior to making bronchoscopy suite reconfigurations".